Event description:
There was an allegation of a questionable phosphate (inorganic) ver.2 assay result for a patient sample tested on a cobas 6000 c501 module. The initial result was 8.7 mg/dl. The repeat result measured on a different c501 module was 3.9 mg/dl. The initial result was questioned by the doctor as it did not align with the patient¿s clinical condition.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) replaced the reagent cassette. Following the fse intervention, no further issue was observed. The investigation determined the root cause is likely a single denatured cassette. A reagent cassette can be denatured due to a storage or transport issue, a handling issue, carryover, or a contamination issue. The investigation determined that the service actions resolved the issue.